Event description:
It has been reported to philips that the device would not turn on. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that there was no power. Upon troubleshooting, fse checked logs and ups and found that it had power issues. The philips engineer advised the customer to contact the ups third party service provider. No further action was taken from the philips end. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the issue happened due to third party ups. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.